Manufacturer narrative:
A medtronic representative went to the site to test the equipment. There was no abnormal noise upon checkout. While troubleshooting, the medtronic representative tried to turn on the system but it did not turn on. The uninterruptible power supply (ups) fan was not spinning but he heard it click when plugged in. Replaced the ups and lead batteries, the fan on the new ups was working and system powered up without issues. The navigation system then passed the system checkout and was found to be fully functional. Issues resolved with part replacement. The ups and the lead battery 24v 34w were returned to the manufacturer for analysis. Investigation of the uninterruptible power supply (ups) was able to duplicate reported issue. With a known good battery attached and connected to ac, the ups would not power up. Reported event was related to a hardware electrical failure mode, root cause was no power. This issue was documented in a medtronic navigation hardware anomaly tracking database. The investigation of the battery was able to duplicate reported issue. The returned battery was connected to a known good ups and allowed to fully charge before testing. Although the battery had been charging long enough, it failed to take a charge and was unable to power a load consisting of a 500w lamp. The hardware investigation found that reported event was related to an electrical failure, the battery won't hold charge. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported on behalf of the site that, during a cranial resection procedure, while registering a patient, the navigation system turned off. The uninterruptible power supply (ups) was recently replaced. The surgeon opted to complete the procedure with the use of another navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.